Manufacturer narrative:
(B)(4).

Event description:
On the literature article named "efficacy and costs of nanocrystalline silver dressings versus 1% silver sulfadiazine dressings to treat burns in adults in the outpatient setting: a randomized clinical trial", the authors of the study reported that, when using acticoat flex 3 to treat burns in adults, 3 patients were lost to follow up because they necessitated a surgical intervention to treat an unspecified event. There were no major complications with these patients after the procedure.

Manufacturer narrative:
Section h3, h6: as no lot number was provided it was not possible to carry out a device history review a documentation review has been conducted, confirming previous complaints of this nature. The instructions for use and risk files, mitigate the reported issue with no updates required. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that the patient was lost to follow up because they necessitated medical intervention. A clinical assessment determined that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and skin preparation prior to use. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products

Manufacturer narrative:
Section h3, h6: as no lot number was provided it was not possible to carry out a device history review a documentation review has been conducted, confirming previous complaints of this nature. The instructions for use and risk files, mitigate the reported issue with no updates required. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that the patient was lost to follow up because they necessitated medical intervention. A clinical assessment determined that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and skin preparation prior to use. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products